Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patients presented with diffuse lamellar keratitis (dlk). Unknown as to how many eyes were involved but no loss of best corrected visual acuity (bcva) was reported and all were resolved/resolving. Multiple surgery dates however, not provided. Patients were treated by increasing their topical steroids regimen.